Event description:
The customer called in about a battery calibration message when performing the op check, even after the battery passed in the cadex machine. There was no reported patient or user involvement and no adverse patient/user impact. Attempts for additional information were made; however, no customer response was received.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called in about a battery calibration message when performing the op check, even after the battery passed in the cadex machine. There was no reported patient or user involvement and no adverse patient/user impact.